Event description:
It was reported that a renasys go device showed low vacuum and air leak warning during home treatment and the pump stopped working/sucking. The home health nurse changed canister and dressings and followed the troubleshooting steps but the problem was not resolved. A back up was not available at the moment of failure. Further information is not available.